Event description:
The hcp reported the patient was experiencing increased pain. The pump was underinfusing fentanyl/bupivicaine 300mcg/cc. There was increased residual and the hcp suspected a rotor stall. A rotor test was done that the pump failed. The pump was explanted and replaced after an implant duration of 75 months. The patient recovered without sequela.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.